Event description:
The patient's husband reported the neurostimulator suddenly turned on, causing a tingling down the arm. The caller stated, the device had been off for quite some time due to a lack of efficacy. The patient's programmer confirmed the neurostimulator had turned on. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.